Event description:
This is an international report where the home patient's (hp) sister reported to baxter customer service that she detected one package of minicaps without the sponge. The package presented the presence of iodine but it was not the sponge. The product was not used. There was no injury to the patient reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample does not present the characteristics associated with missing sponge; therefore based on sample evaluation the event reported was not confirmed and it was not identified what the assignable cause was. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.